Event description:
It was reported that the patient has been implanted for more than 10 years. He has not been using his audio processor up to (B)(6) 2010 as he prefers to use his hearing aid. In (B)(6) 2010, he received a new amade audio processor, but since (B)(6) 2011 he has been having problems when using the amade audio processor. He has been hearing strange noises, having headaches, pain over the implanted site and inflammation. His consultant prescribed antibiotics and corticosteroids. After 4 days of treatment, he used his amade audio processor again and the pain and inflammation came back. CT scan shows no visible anomalies. The patient was seen at the end of (B)(6) 2011 and was prescribed further medication, antidepressants, benzodiazepine and pain medication. Additional information received on (B)(6), 2011, the patient is responding to the medical treatment and not experiencing pain at the moment. He is still experiencing strange and loud noises when he last used his amade audio processor. Further information received on (B)(6), 2011, the patient is to be explanted on (B)(6), 2011, however information received on (B)(6), stated that the patient was explanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.